Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The caster was returned for evaluation, and subsequent testing verified the complaint. The caster stem was bent and the spindles were broken. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The consumer was rolling down an incline on the sidewalk when the right caster allegedly collapsed, causing him to veer to the side of the grass. No injury is alleged.